Event description:
Spontaneous report from the united states. Local reference: (B)(4).. This case arised from literature: dolphin t, fowler s, drum m, nusstein j, reader a, draper j. Efficacy of the tuttlenumbnow intraosseous method for pulpal anesthesia in the mandibular first molar: a prospective, randomized, crossover study. Joe. 2024 apr ;50 (4):406-413. Doi:https://doi.org/10.1016/ j.joen.2024.01.003. This initial serious case report was received on 20-aug-2024 from medical affairs department via a literature watch. The report described necrosis, heart rate increased, postoperative pain, bruising, swelling, tooth discomfort and off-label use with suspected device septoject evolution needle in 104 subjects of unspecified age and sex. All were in good health as determined by a written health history and oral questioning. No further information was available regarding the subjects. On an unspecified date, the subjects received an unknown dose of the suspect drug 4% articaine with 1:100,000 epinephrine (articaine hydrochloride; epinephrine bitartrate) (batch number: unknown, expiry date: unknown). One injection sequence consisted of a conventional buccal infiltration with 1.8 ml 4% articaine with 1:100,000 epinephrine of the mandibular first molar followed by a mock injection using the tuttlenumbnow (tnn) technique with the septoject evolution needle (with the needle cap in place while mimicking the motions and time of the injection technique). The other injection sequence was a mock buccal infiltration of 1.8 ml 4% articaine with 1:100,000 epinephrine (with the needle cap in place while mimicking the motions and time of the buccal infiltration) followed by an intraosseous (io) injection of 1.8 ml 4% articaine with 1:100,000 epinephrine via the septoject evolution needle (tnn technique) this needle guide is a plastic sleeve that is placed over the septoject evolution needle and is used as a fulcrum to safely bend the needle (captured as off-label use). The dental procedures were not reported. An unknown time after administration some of the patients experienced necrosis of the papilla, heart rate increase, postoperative sequelae with soreness, slight swelling bruising and tooth feeling high upon biting. Other information of product: septoject evolution needle, batch: #unknown, expiry date: unknown 4% articaine with 1:100,000 epinephrine, batch: #unknown, expiry date: unknown this case was considered as serious as it retrieved the following seriousness criteria: other medically important condition. Manufacturer's preliminary analysis: based on the information available, this report described off-labe use using tnn technique. This needle guide is a plastic sleeve that is placed over the septoject evolution needle and is used as a fulcrum to safely bend the needle (captured as off-label use). No quality issue is reported, no investigation is to be performed. A use error or abnormal use is considered. Based on this analysis, no quality investigation is to be performed, no CAPA is required. Manufacturer's final comments: based on the information available, this report described off-labe use using tnn technique. This needle guide is a plastic sleeve that is placed over the septoject evolution needle and is used as a fulcrum to safely bend the needle (captured as off-label use). No quality issue is reported, no investigation is to be performed. A use error or abnormal use is considered. No quality issue is reported, no investigation is to be performed.

Manufacturer narrative:
Manufacturer's preliminary analysis: based on the information available, this report described off-label use using tnn technique. This needle guide is a plastic sleeve that is placed over the septoject evolution needle and is used as a fulcrum to safely bend the needle (captured as off-label use). No quality issue is reported, no investigation is to be performed. A use error or abnormal use is considered. Based on this analysis, no quality investigation is to be performed, no CAPA is required. Manufacturer's final comments: based on the information available, this report described off-labe use using tnn technique. This needle guide is a plastic sleeve that is placed over the septoject evolution needle and is used as a fulcrum to safely bend the needle (captured as off-label use). No quality issue is reported, no investigation is to be performed. A use error or abnormal use is considered. No quality issue is reported, no investigation is to be performed.